Event description:
During cataract surgery, while folding the lens, we noticed that the tip of the cartridge was broken. A new cartridge was opened. The broken cartridge never contacted the patient.======================manufacturer response for iol cartridge, (brand not provided) (per site reporter).======================track and trend.